Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No evaluation of the pictures/x-rays as the reported event is already known and addressed in previous corrective action. No product was returned for visual examination. This device is intended for treatment. Review of the device history records did not identify any deviations or anomalies during manufacturing. No further investigation required as this issue is known and addressed in previous corrective action (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Most likely root cause for the reported event is inappropriate use/implantation of the product. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case.

Event description:
It was reported that the metal-on-metal implants resulted in deposition of metal debris within the joint, subsequently triggering a substantial foreign-body reaction. This reaction resulted in the absorption of the periodontal bone and the formation of pseudotumors in situ. Additionally, a notable elevation in chromium and cobalt hematic ions was observed. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2-foreign- italy. D10. Item#: unknown ;lot#:unknown ;item name: unknown head ; item#: unknown ;lot#:unknown ;item name: unknown adapter; investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.